Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102024) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "cannot use equipment; stop use of CPAP machine because of defect that results in particles being breathed in. Also, presence of carcinogens have been reported in using the equipment. Have been told to stop immediate use of the device". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device has not yet been returned to the manufacturer for evaluation. No customer or device information has been provided, at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.